Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that in the central sterile department of the user facility, the hinge of the device was broken. As a result, the device would not close properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the central sterile department of the user facility, the hinge of the device was broken. As a result, the device would not close properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, lid of the housing is broken, was confirmed. The housing was received in two pieces, fractured at the hinge. This was not a repairable device, and was therefore not be returned to the user.